Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert signal test. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed error messages (sf 82) error related to the alarm system. The pafs cable was correctly reassembled to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).